Event description:
Per the clinic, the patient experienced an inflammation of the skin at the site of the external device when using rechargeable batteries. It has been requested that the batteries be removed from service and returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Implanted device remains.